Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect. During the revision surgery, the lead was replaced due to charging issues and being too lateral. The patient is doing well and currently receiving therapy.